Event description:
During the pt's replacement surgery, the pt's existing generator could not establish communication due to a low battery voltage. When a new generator was placed on the leads, high impedance was detected. The surgeon removed the lead pins and reinserted them, but high impedance was again detected. The pt then underwent a full revision. An internal battery life calculation showed that the pt's old generator was expected to be past end-of-service (eos). The pt had been having an increase in seizures prior to surgery, which the doctor attributed to the impending vns failure, although his lamictal levels could have been contributing, too. The pt's last known diagnostic data showed proper device function, and there had been no report of trauma or manipulation to the device.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.